Event description:
Was reported that the patient experienced mechanical issues due to unknown reasons with an inflatable penile prosthesis (ipp). A replacement surgery was performed. The patient did not experience any additional adverse events and is expected to be good once activated. No more information available at the moment. Should additional information become available, it will be provided.